Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 190221 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. All inspections were found to be within specification during the manufacturing process. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the cannula component was observed broken at the level of the hub. To further investigate this defect, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were functionally tested for defects related to pull force, however, no abnormalities were found for any of the retained samples. Breakage of the stainless steel needle is very rare during normal use of the product. Based on the investigation results, an exact cause for this incident could not be determined; however, it is possible that the broken needle resulted from an abnormality during use or handling.

Event description:
It was reported that needle 30ga 1/2in broke during injection. The following information was provided by the initial reporter: please be informed that we have received a complaint about problem with a needle («needle broke during application»). Please provide us with more information about the incident. - did the needle break during the patient's injection? Yes - did the needle itself cause a direct incident on the patient or user? No information on this subject - could you please confirm if the user or patient has been in contact with the product? Yes - was there any proven contact with the blood? A priori - was there any medical intervention following this incident? No information on this subject. - what were the actions, the measures taken following this incident? No information on this subject please find additional information provided by our customer today : the smaller needle that broke during the application, leaving the broken part of the needle in the penis. And the patient managed to remove the broken needle from the penis. He reported that the needle broke "at the base" (and not at the tip of the needle). He said it looked like it had detached.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30 ga 1/2 in broke during injection. The following information was provided by the initial reporter: please be informed that we have received a complaint about problem with a needle (needle broke during application). Please provide us with more information about the incident. Did the needle break during the patient's injection? Yes. Did the needle itself cause a direct incident on the patient or user? No information on this subject. Could you please confirm if the user or patient has been in contact with the product? Yes. Was there any proven contact with the blood? A priori. Was there any medical intervention following this incident? No information on this subject. What were the actions, the measures taken following this incident? No information on this subject. Please find additional information provided by our customer today: the smaller needle that broke during the application, leaving the broken part of the needle in the penis. And the patient managed to remove the broken needle from the penis. He reported that the needle broke "at the base" (and not at the tip of the needle). He said it looked like it had detached.